Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a sixty-eight-year-old male patient with acute myocardial infarction and cardiogenic shock was supported with an impella cp device placed through the femoral artery. During a procedural exchange, the peel-away sheath fractured while being replaced with a repositioning sheath, resulting in bleeding at the access site. After advancement of the repositioning sheath, the affected leg became cold and distal pulses were no longer detectable by doppler assessment, indicating limb ischemia. Due to concern for compromised perfusion, the care team elected to remove the impella device. The ischemia and bleeding were attributed to vascular access and procedural factors associated with large-bore arterial sheath exchange. The patient survived the event.

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 68-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient was classified as scai stage b. No past medical history was reported. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support. During the procedure, it was reported that the peel-away sheath fractured during exchange for a repositioning sheath, resulting in access-site bleeding. After advancement of the repositioning sheath, the affected lower extremity became cold, and distal pedal pulses were not detectable by doppler ultrasound. The reported patient experience included major bleed related to the introducer, device repositioning involving the pump, and subsequent ischemia. Due to concern for limb ischemia, a clinical decision was made to explant the device, and medical device removal was performed. Based on the available information, the reported events were consistent with vascular access and procedural factors associated with large-bore arterial access and sheath exchange. The patient survived.

Manufacturer narrative:
B5 was corrected and section d catalog number was corrected. Ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information. D4 UDI information was inadvertently omitted on the initial manufacturer device report.

Event description:
It was reported that the footed regained doppler pulses. Also to note, this was a result of improper technique during sheath exchange.